Manufacturer narrative:
H3: a hardware analysis of bi71000195 was initiated to determine the probable cause of the issue. Analysis was unable to confirm the reported complaint of "bad power converter." Verified both fuses in the power tray tested good. Install power tray into test system. The system powered on, booted, readied correctly several times, the system functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found while under test. Fdm 10, fdr 213 and fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, s/n: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure was still powering on when the image acquisition system (ias) was turned off and umbilical was unplugged. The power enclosure and power tray were replaced. The firmware on the power enclosure was updated. The system then passed a system checkout. The power enclosure was returned to medtronic. Analysis revealed that the reported issue was confirmed. The power conversion enclosure failed bench testing. Transistors were found to be shorted. The power tray was also returned to medtronic. Analysis was not completed at the time of filing. Fdm 10, fdr 120, fdc 4307 are applicable to the system checkout and returned power enclosure analysis. Fdm 4118, fdr 3233, fdc 11 are applicable to the returned power tray. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had a power converter issue. The site indicated the image acquisition system (ias) turned on, on its own, after the umbilical cable was unplugged. There was no patient involved.